Event description:
During a surgical procedure for an ectopic pregnancy, the flare on the cutting forceps became detached from the shaft and lodged over the jaws. The surgeon could not release the jaws from the fallopian tube and another like device was used to cut the tube from the jaws of the 1st device. The case was completed with the second device. There was no pt harm.

Manufacturer narrative:
The complaint was confirmed. The device was received with the flare detached from the shaft which was stuck onto the jaws. The flare is wedged between the distal end of the shaft and the hump of the jaws.